Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube / migration of essure device location of device: punctured left tube") in a 31-year-old female patient who had essure (batch no. 710398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's concurrent conditions included obesity, anxiety, carpal tunnel syndrome, depression, hyperthyroidism and abdominal pain lower. Concomitant products included cannabis sativa (marijuana) since (B)(6) 2008, duloxetine hydrochloride (cymbalta) (B)(6) 2010 to (B)(6) 2018, ibuprofen since (B)(6) 2008 and sertraline (zoloft) (B)(6) 2006 to 2010. In 2008, the patient experienced acne ("rashes or skin conditions type: acne"). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("chronic pelvic pain / pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), fatigue ("fatigue,") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("abnormal bleeding menorrhagia"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, headache and fatigue outcome was unknown and the pelvic pain, acne, migraine, nausea, dysmenorrhoea and weight increased was resolving. The reporter considered acne, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 175 lbs. Approximate weight at the time of essure placement 212 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube / migration of essure device location of device: punctured left tube") in a 31-year-old female patient who had essure (batch no. 710398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "the patient did not undergo essure confirmation test". The patient's concurrent conditions included obesity, anxiety, carpal tunnel syndrome, depression, hyperthyroidism and abdominal pain lower. Concomitant products included cannabis sativa (marijuana) since (B)(6) 2008, duloxetine hydrochloride (cymbalta)(B)(6) 2018, ibuprofen since (B)(6) 2008 and sertraline (zoloft)(B)(6) 2010. In 2008, the patient experienced acne ("rashes or skin conditions type: acne"). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("chronic pelvic pain / pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), fatigue ("fatigue,") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("abnormal bleeding menorrhgia"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, headache and fatigue outcome was unknown and the pelvic pain, acne, migraine, nausea, dysmenorrhoea and weight increased was resolving. The reporter considered acne, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 175 lbs. Approximate weight at the time of essure placement 212 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.4 kg/sqm. Most recent follow-up information incorporated above includes: on 20-jun-2018: new pfs + mr received- new events added: hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type:several urinary tract infections, rashes or skin conditions type: acne, migraines / headaches, nausea, dysmenorrhea (cramping), fatigue, weight gain were added.lot number, new reporter and date of birth were added.outcomes of events acne, weight gain, migraines, nausea, dysmenorrhea, pain from unknown to recovering/resolving. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.